Event description:
Three weeks following successful implant of excluder devices, a proximal type I endoleak was detected on CT scan. No endoleaks had been seen at time of original implant. An aortic extender was placed to seal the proximal end of the trunk-ipsilateral device. The patient was fine at the end of the procedure. No allegation of deficiency was made.